Event description:
During patient use the ventilator had a device alert alarm and it was reported that the ventilator most likely stopped ventilating. The patient was switched to another ventilator. No medical intervention was necessary. The patient was able to breathe on his own.

Manufacturer narrative:
Although requested, no patient information was provided.